Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, cardiac perforation, and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman trusteer access system (was) was advanced into the la. A non-boston scientific (bsc) pigtail catheter was then inserted into the laa. A 27mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. The procedure was concluded. Three hours post index procedure, the patient began experiencing symptoms of a pe and cardiac tamponade, and a large pe was subsequently noted on transthoracic echocardiogram (tee) imaging. A pericardiocentesis was performed and 500cc of blood was drained. After 20-30 minutes, an additional 500cc of blood was drained. The physicians decided to send the patient to open heart surgery, where a 3mm cardiac perforation was discovered in the laa. A blood transfusion was required. The closure device was explanted and the laa was ligated. The patient remained stable and remains hospitalized but is expected to fully recover. In the physician's opinion, it is likely the micro perforation or tear in the laa was caused by the anchors of the wds during the tug test performed while checking if the device met release criteria for implant. It was further corrected that the closure device was not explanted and the laa was not ligated. During open heart surgery, the physicians stitched the cardiac perforation without removing the closure device, leaving it in place. The patient is doing well and has been discharged.

Manufacturer narrative:
B5: information added. D6b: explant date removed. H6 impact code: device explantation removed.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, cardiac perforation, and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman trusteer access system (was) was advanced into the la. A non-boston scientific (bsc) pigtail catheter was then inserted into the laa. A 27mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. The procedure was concluded. Three hours post index procedure, the patient began experiencing symptoms of a pe and cardiac tamponade, and a large pe was subsequently noted on transthoracic echocardiogram (tee) imaging. A pericardiocentesis was performed and 500cc of blood was drained. After 20-30 minutes, an additional 500cc of blood was drained. The physicians decided to send the patient to open heart surgery, where a 3mm cardiac perforation was discovered in the laa. A blood transfusion was required. The closure device was explanted and the laa was ligated. The patient remained stable and remains hospitalized but is expected to fully recover. In the physician's opinion, it is likely the micro perforation or tear in the laa was caused by the anchors of the wds during the tug test performed while checking if the device met release criteria for implant.